Event description:
It was reported that the ventilator generated low expiratory minute volume alarm. Moreover, printed circuit board was contaminated with liquid there was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. The clicking sound was heard while the device was in use, a pink t appeared and expiratory minute volume low alarm was generated. According to received service report, corrosion was found on the expiratory channel board. The defective part was replaced and the issues were solved. The ventilator passed all functional and safety tests and was cleared for clinical use. Expiratory channel contains electronics including microprocessor for handling e.g. Of the safety valve control or holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The cause of this issue has been established as accidental damage. The root cause to the reported issue has not been determined. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model # d1: brand name: previous brand name: servo-I, corrected brand name: servo-I base unit. D4: version or model # : -previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturer's ref. #: (B)(4).